Manufacturer narrative:
The customer reported that the pads ECG waveform appeared as a thick black line. The device passed an operational check by the customer at the customer site. It was noted at that time that the defibrillator was set to the incorrect ac line filter setting. The setting was changed to 50 hz, the correct line filter setting for this country.

Event description:
The customer reported that the pads ECG waveform appeared as a thick black line.